Event description:
On january 23, 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s unspecified onetouch meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained by the csa during a follow-up call with the reporter. The initial reporter stated that the alleged meter inaccuracy occurred on (B)(6) 2019 at around 6:00 pm. The reporter claimed the patient obtained an alleged inaccurate high result of ¿4.2 mmol/l.¿ with the subject meter. The patient manages his diabetes with insulin twice daily (type and dose not reported). During the initial call, the reporter claimed the patient took an increased dose of insulin in response to the alleged issue. During the follow-up call, a different reporter was unable to confirm the amount of insulin taken but claimed it was his usual dose. During the follow-up call, the reporter informed the csa that the patient had no supper/dinner on (B)(6) 2019 and went to bed at around 9:00 pm. The reporter claimed that later that night or early the next morning, the patient fell into a ¿coma¿ and was found unconscious by his carer on (B)(6) 2019 at 6:00 am. When the paramedics arrived at around 7:00 am, the reporter claimed the patient¿s blood glucose was measured ¿below 1.0 mmol/l¿ on the paramedic¿s device. The reporter was unable to confirm if the paramedics provided any treatment however claimed the patient regained consciousness as he was transported to hospital. The reporter stated that the patient was hospitalised for 1 week but was unable to provide details of the treatment he received. The reporter informed the csa that the patient had fully recovered. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention after taking insulin based on an alleged inaccurate high result with the subject meter. Although it was reported that the patient had skipped their meal on the evening prior, the subject meter could not be ruled out as a contributor to the event.